Event description:
It was reported by the rep that the(2) tct75 were used during a colon resection procedure. It was reported that the stapler would not fire. The same thing happened with the second device. A third stapler from a different lot number was used to complete the case. There was no consequence to the pt.